Event description:
Patient # (B)(6) who has a past medical history remarkable for ischemic cardiomyopathy and ventricular tachycardia with appropriate defibrillator therapies, who is noted to have abnormality of defibrillator consistent with component failure. Pt was deemed appropriate for operative intervention for removal and replacement of defibrillator.